Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
There was a hole in the sterile sleeve. The hole was spotted during precheck.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review. The customer returned on connector sleeve from a 9471-vc-006, oncontrol ported aspiration tray (bx/6) for evaluation. Upon receipt, the sleeve was visually inspected. A hole was found in the sleeve near the locking connection. Complaint confirmed. No additional tests necessary. The certificate of compliance certifies that the mentioned lot meets the coastal life technologies (viant) system requirements and specifications. This product has been manufactured and controlled by coastal life technologies (viant) in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance found that the needle set passed all the release criteria. The needle set was released in 04/2019 and is approximately 1 year old. The complaint has been confirmed. Visual inspection confirmed there was a hole in the connector sleeve. No corrective/preventative actions will be assigned because the root cause cannot be determined. The complaint has been confirmed. Visual inspection confirmed there was a hole in the connector sleeve. Without the rest of the kit, it cannot be determined what caused the hole in the connection sleeve. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
There was a hole in the sterile sleeve. The hole was spotted during precheck.